Event description:
It was reported that via remote transmission non-sustained rv oversensing due to post-paced t wave oversensing was observed. Recommended programming changes have not been made at this time. Patient will be monitored.

Manufacturer narrative:
(B)(4).